Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of a sudden loss of hearing ability after a mild knock adjacent to his implant area. He initially thought that there was a problem with his audio processor (ap).

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. The reported mild trauma likely contributed to the final wire breakage as the loss of hearing with the device was sudden after the event. This is a final report.

Event description:
The user complained of a sudden loss of hearing ability after a mild knock adjacent to his implant area. The user has been re-implanted.